Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5043934) on 01-oct-2015. The most recent information was received on 28-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("bleeding") in a 26-year-old female patient who had essure (batch no. 629143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included asthma, gestational diabetes, bacterial vaginosis, abdominal pain, abdominal pain lower and vomiting. Concomitant products included formoterol fumarate; mometasone furoate (dulera), salbutamol and ziprasidone hydrochloride (geodon). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain / cramping"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced polymenorrhoea ("multiple menstrual cycles in the same month - 2 periods per month"), uterine enlargement ("enlarged uterus"), endometrial thickening ("thickened endometrium"), ovarian cyst ("ovarian cyst"), tooth disorder ("dental problems") and back pain ("lower back pain"). The patient was treated with surgery (plaintiff underwent bilateral salpingectomy and ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, polymenorrhoea, abdominal pain lower, uterine enlargement, endometrial thickening, ovarian cyst, vaginal haemorrhage, dysmenorrhoea, alopecia, tooth disorder, migraine, headache and back pain outcome was unknown and the endometriosis had not resolved. The reporter provided no causality assessment for endometrial thickening, endometriosis, ovarian cyst, polymenorrhoea and uterine enlargement with essure. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: vaginal bleeding. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case. No product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 28-nov-2018: pfs & mr received. Lot number was added. Reporter's information was added. Added event abnormal bleeding (vaginal, menorrhagia), dental problems, dysmenorrhea (cramping), hair loss, migraines, headaches, lower back pain. Concomitant condition was added. Lab data was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5043934) on 01-oct-2015. The most recent information was received on 21-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("bleeding") in a 26-year-old female patient who had essure (batch no. 629143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included asthma, gestational diabetes, bacterial vaginosis, abdominal pain, abdominal pain lower and vomiting. Concomitant products included formoterol fumarate; mometasone furoate (dulera), salbutamol and ziprasidone hydrochloride (geodon). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain / cramping"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced polymenorrhoea ("multiple menstrual cycles in the same month - 2 periods per month"), uterine enlargement ("enlarged uterus"), endometrial thickening ("thickened endometrium"), ovarian cyst ("ovarian cyst"), tooth disorder ("dental problems") and back pain ("lower back pain"). The patient was treated with surgery (plaintiff underwent bilateral salpingectomy and ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, polymenorrhoea, abdominal pain lower, uterine enlargement, endometrial thickening, ovarian cyst, vaginal haemorrhage, dysmenorrhoea, alopecia, tooth disorder, migraine, headache and back pain outcome was unknown and the endometriosis had not resolved. The reporter provided no causality assessment for endometrial thickening, endometriosis, ovarian cyst, polymenorrhoea and uterine enlargement with essure. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on 24-dec-2018 for the following reason: significant correction done. Device evaluation ticked. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5043934) on (B)(6) 2015. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain / cramping"). In (B)(6) 2015, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced polymenorrhoea ("multiple menstrual cycles in the same month - 2 periods per month"), uterine enlargement ("enlarged uterus"), endometrial thickening ("thickened endometrium") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (plantiff underwent bilateral saplpingectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, polymenorrhoea, abdominal pain lower, uterine enlargement, endometrial thickening and ovarian cyst outcome was unknown and the endometriosis had not resolved. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter provided no causality assessment for endometrial thickening, endometriosis, ovarian cyst, polymenorrhoea and uterine enlargement with essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case. No product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confim any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confimed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfimed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received: case classification was updated to potentially legal case and new reporter (lawyer) was added.product start date was updated and new event added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.